Manufacturer narrative:
The sample associated to this report is expected to be returned but has not yet arrived at the plant for analysis. If the sample is received and new and/or significant info is identified in the investigation, a supplemental report will be submitted.

Event description:
The company received a report where it was claimed that the tube developed a leak during pt use. The source of the leak could not be identified by the customer reported that the leak occurred immediately following insertion. Replacement of the tube was required. The tube was replaced without incident.